Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway.

Event description:
It was reported that approximately one week post catheter placement, the catheter allegedly had a bubble and contained with sutures. It was further reported that the catheter was noted to be discolored. There was no reported patient injury.

Event description:
It was reported that approximately one week post catheter placement, the catheter allegedly had a bubble and contained with sutures. It was further reported that the catheter was noted to be discolored. The device was removed. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the sample was not returned for evaluation, five electronic photos were provided for review. The investigation is confirmed for reported stretched and discoloration issues, as a ballooning and discoloration were noted on the catheter. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.